Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/11/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: please inform the patient¿s current health status and condition. - how much blood did the patient lost? Confirm the qty in cc. - was any blood transfusion necessary? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle inside the winding former was received for analysis. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. In addition, two photos were provided showing the following: one detached needle was observed in one photo; while the second photo showed one labeled winding former unused the plastic container. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2025 and barbed suture was used. It was reported that the doctor was doing tkr and used barbed suture for fascia closure. When he used the suture to do back stitch (the fascia layer was closed already), the needle and suture separated and could not be used anymore. There were no patient consequences reported. Additional information was requested.